Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device will not be return as it was retained at the facility.